Event description:
It was reported by the rep that the device was used during a laparascopic cholecystectomy procedure. It was reported by the rep that the er320 clip applier clips scissored and was non functional. The instrument was fired again and it worked fine. There was no consequence to the pt.